Manufacturer narrative:
The complaint is on the lead not on the ICD. Manufacturer reference number :2938836-2019-03835.

Event description:
Related manufacturer reference number :2938836-2019-03835.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during remote follow-up, noise on ventricular lead was observed. Electro-magnetic interference (emi) was suspect and device will continue to be monitored. Patient¿s condition was stable.